Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was discovered that the vasoview hemopro 2 was not working correctly. The device failed to activate when attempting to cut branches so no energy was delivered. They troubleshoot to make sure it wasn't equipment in the room. The power setting on the device was set at 3. They came to the conclusion that the harvesting system was defective and needed replacing. They contacted both original manufacturer and placed patient label on product box to be sent downstairs with them. New item brought to room. New item working correctly. The only procedural delay was the time it took to open up a new device to finish the case. There was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000276186 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.